Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The target lesion details are unknown. While inserting the 3.5x12mm nc quantum apex balloon, it "snapped."

Event description:
It was further reported that the shaft break occurred outside of the patient.

Manufacturer narrative:
Describe event or problem: additional information. Device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by MFR: examination of the returned device revealed the hypotube was separated 72.5cm from the tip. The hypotube fracture surfaces were ovaled, suggesting the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).